Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 384 mg/dl at the time of the incident and current blood glucose was 218 mg/dl. The customer was treated with bolus. The customer¿s blood glucose was 384 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. The customer¿s blood glucose was 384 mg/dl and the sensor glucose was 58 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 58 mg/dl and suspend on low limit in sensor settings was 70 mg/dl. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The sensor will not be returned for analysis.